Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving gablofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient's pump was flipped. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. An x-ray was taken to confirm pump had flipped in the pocket. A pocket revision was performed to turn the pump back over. The issue was resolved at the time of this report. The patient's status was "alive: no injury" and no further complications were expected or anticipated. The patient's medical history included cerebral palsy.